Manufacturer narrative:
Device history record review. Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation conclusion: based on the complaint information, a specific root cause of this event could not be determined. A CAPA has been opened to investigate issues involving cracked optics on the silicone lens. Once the investigation is completed a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported the surgeon noted a crack in the optic of the +23.5 diopter aq2010v silicone three piece lens after it unfolded in the eye. The lens was removed and replaced with another same model/diopter lens without any injury to the patient. The surgeon believes there is a problem with the lens.

Manufacturer narrative:
Per medical review - reportedly, defect ("crack") on the optic of the 3-piece silicone iol was observed upon insertion requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the surgeon believed that there was a problem with the iol. Based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the optic was torn and a reddish residue on the lens surface. (B)(4)